Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2013; 407652 implantable pacing lead, implanted: (B)(6) 2009; 4968-60 implantable pacing lead, implanted: (B)(6) 2007.

Event description:
It was reported that a pocket infection occurred. The implantable cardioverter defibrillator (ICD) system was removed via laser. During reoperation, the vena cava was lacerated and the patient subsequently passed away.